Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks. Review of the device data identified a rate and morphology change with varying r-waves and large, wide t-waves. Oversensing occurred which resulted in the observed inappropriate shocks. A boston scientific technical services consultant documented and discussed troubleshooting and programming options. No adverse patient effects were reported.